Event description:
It was reported that cgm displayed error message while customer used sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, confirmed error did not recur, and successfully started new sensor session.